Event description:
It was reported that a spectrum pump was alarming for system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. The reported system error 322 was confirmed through the event history log. It has been determined that the upper and lower aux were the failing components which caused this deficiency. The upper and lower aux were replaced.